Event description:
It was reported that the 9800 system was arcing, made a popping noise then the screen went blank during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage tank, filament drive, generator drive, video controller, image processor, and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.